Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 10 years post initial right tka, this male patient underwent revision due to osteolysis. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Section h10: (h3) the reason for revision reported was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors. The reported osteolysis may have also contributed to the revision and may have been a result of patient related conditions and/or prosthesis wear. However, this cannot be confirmed because the component was not returned for evaluation and additional information was not provided.